Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the device exhibited diagnostics anomaly. It falsely shows noise reversion episodes stored. The device was reprogrammed. The patient was in stable condition.